Event description:
It was reported that during a laparoscopic cholecystectomy the clip holding mechanism did not work properly. The clip applier was unable to hold the clips between the jaws until the end of the firing cycle. Therefore, the clips fell into the patient's abdomen right after the surgeon pressed the trigger. The fallen clips were retrieved by the surgeon without any difficulties. There was no adverse patient consequences.